Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their lower lip is blistering and swollen and very dried out, they are having a reaction to something. They think they are having a reaction to their lower aligner, it is worse when they wake up. The symptoms are minimal during the day, at night it is worse and they wake up swollen. Their symptoms started 10 days ago. Acknowledged and gathering further information on allergic reaction.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.